Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 12 x 3.00mm promus elite drug-eluting stent was selected to use for treatment. However, upon inserting the stent into the guiding catheter, the shaft broke. The procedure was completed with another of same device. No patient complications were reported.